Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patent currently enrolled in (B)(4) presented with intermittent phrenic nerve stimulation (pns). Reprogramming was completed, but the patient was still experiencing intermittent pns. After a second attempt at reprogramming was unsuccessful it was decided to remove the left ventricular (lv) lead. The lead was removed and replaced with an epicardial lv lead. No patient complications have been reported as a result of this event.